Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 5.6, inratio: 3.8, mean: 4.7, sd: 1.27, %cv: 27.08, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported historically anemic pt. Per product insert - "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated operating range of the inratio/inratio2 system can cause an inaccurate result." Unable to determine if this may be root cause. In-house therapeutic donor testing has been performed on reported lot #279429 on (B)(6) 2012. Results as follows: donor (B)(6), inratio: 2.3, 2.2, 2.2, reference: 2.09, bias threshold: 1.09 - 3.09, %cv: 2.59. Donor (B)(6), inratio: 2.1, 2.2, 2.2, reference: 1.96, bias threshold: 1.46 - 2.46, %cv: 2.66. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Customer's test results did not meet precision criteria. No product was expected to be returned. Root cause could not be determined from the info provided. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot #279429 yielding complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). No further action is required. This issue will continue to be tracked and trended. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: customer did a side by side comparison with two inratio meters using same finger stick. Inratio (sn (B)(4)) inr=5.6. Inratio (sn not provided) inr=3.8. Customer tried using a globe tube instead of microsafe capillary tubes for this pt's test since they have been getting qc errors while using microsafe capillary tubes on other pts. Customer filled the globe tube and applied one drop to each meter.